Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported atrial puncture appears to be related to procedural conditions (initial puncture). The reported patient effects of cardiac perforation as listed in the mitraclip system instructions for use, is a known complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional mitraclip device referenced is being filed under a separate medwatch report.

Event description:
This is filed to report an atrial septal defect (asd). It was reported that on (B)(6) 2019, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted, reducing mr to a grade of 1. It was noted that no right to left shunt occurred. On (B)(6) 2019, echocardiogram was performed and showed the implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4+. To stabilize the implanted clip and reduce mr, a second procedure was performed. One clip was implanted, reducing mr to a grade of 1+. After the steerable guide catheter (sgc) was removed, a right to left shunt was confirmed. Therefore, a closure device was used to close the atrial septal defect (asd). There was no clinically significant delay in the procedure.